Manufacturer narrative:
This report is to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and a reportable malfunction was confirmed as metal wires protruding through the insertion tube near 90cm and 1m in the tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was not a cause able to be established for why the wires protruded. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited metal wires protruding from the insertion tube. There was no patient involvement.